Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with the top case was chipped front corner. Event history log review was performed and found no evidence of reported problem. Visual inspection, start-up, checking battery reading and flow testing on battery power were performed. Investigation could not repeat customer stated problem. However, services replaced the pump battery as a preventative measure. Investigation also replaced damaged top and bottom cases and right and left plunger cases. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed. The problem source of the reported problem is unknown.

Manufacturer narrative:
Other, other text: a review of the event history log (ehl) identified the reported problem of battery communication error in the history. Additional information b4, g1, g4, g7, and h2. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: correction h10.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.